Manufacturer narrative:
Correction: h6 - results code should have been 115 rather than 3221. Correction: h6 - conclusions code should have been 18 rather than 4315. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Correction: section hr6 - the patient code should have been pain relief, inadequate rather than no consequences or impact to patient. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall in a bathtub and began seeing an error message on their programmer. The patient's internal pulse generator (ipg) was determined to be inoperable. The patient was scheduled for a surgical procedure in which their ipg would be explanted and replaced. Patient may undergo surgery.